Manufacturer narrative:
(B)(4). Actuator and hook not linked by staple. The injection port with the locking connector was returned for evaluation. Upon visual inspection, it was observed that the injection port was returned in the unlocked position. All four hooks were deployed. The injection port was covered in biological debris. Upon microscopic evaluation it was noted that the septum was punctured 18 times. A functional test was performed on the injection port with an unsuccessful result. The hooks would not retract as biological debris impeded the mechanism. The biological debris was removed using (B)(4) solution. Another functional test was performed with unsuccessful results. The hooks would not retract. The injection port was dismantled, and it was noted that four staples were no longer attached between the actuator ring and hooks. The staples were also bent. A possible root cause of this type of damage is that an excessive force was used to remove the injection port. (Use a grasper instead of port applier). Excessive force may have been applied as a result of tissue in growth inside of the injection port and which may impede ability to rotate the actuator ring. It is stated within the IFU that if tissue in growth may impede ability to rotate the actuator ring and retract the fastening hooks, so the injection port may require dissection from the fascia for removal. Dimensional analysis of the returned components was performed with respect to tubing connection and all meet specification. Product's analysis cannot confirm the event regarding to the port disconnection, however the inability to retract hooks was confirmed. The product's instruction for use (IFU) provides specific instructions regarding the connection method and adequate grasp method for the port positioning and connections. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)